Event description:
This event is reportable based on the product analysis approved on (B)(6) 2010. It was reported that during a drug eluting stenting procedure they were unable to cross the lesion. The lesion was located in the tortuous and highly calcified right coronary artery. The physician advanced the 3.0x28mm taxus liberte stent to the lesion, but was unable to cross. There were no patient complications. The procedure was completed with another 3.0x28mm taxus liberte stent. Patient status is reported as "stable". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: the stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded. There was contrast visible in the distal shaft. Microscopic examination of the stent identified damage on the distal and proximal ends of the stent. The first four rows on the distal end of the stent were stretched over the markerband, and the first two proximal rows were flared. Microscopic examination of the distal end of the device revealed damage to the distal tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. Visual and microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).